Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported during pre-use, the vela ventilator showed 20% lower tidal volume of the default setting. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.